Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the consumer regarding a patient receiving hydromorphone (50 mg/ml at 2.404 mg/day) from their implanted pump. The indication for use was spinal pain. The patient's concomitant medications include sucralfate, zolpidem, protonix, hydroxychloroquine, famotidine, levothyroxine, restasis, cetirizine, prochlorperazine, tizanidine, sumatriptan, cymbalta, and vagifem. The patient's medical history includes amoxicillin, hydrocodone, levaquin, marcaine, chronic pain syndrome, lumbago, and lumbar/thoracic radicular pain. It was reported that the pump was explanted after two weeks due to a severe staph infection. On (B)(6) 2016 the healthcare professional reported that the complete blood count and culture were taken on the day of the explant and the cause of the staph infection was unknown.